Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event, concomitant medical products: estimated dates. There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that on (B)(6) 2014, a 2.5x28mm, 3.0x28mm and 3.0x23mm xience xpedition stents were successfully implanted in the 95% stenosed, narrow, mid right coronary artery. The patient was discharged on (B)(6) 2014. On (B)(6) 2017, the patient had chest pain. On (B)(6) 2017 the patient was re-hospitalized and was only treated with infusion therapy, the specific drug name is unknown. No coronary angiography or coronary computed tomography examination were performed. The patient was discharged after improvement. The current situation continues. No additional information was provided.